Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description that the patient complained of discomfort such as foreign body sensation and the iol was explanted and exchanged for an unknown non company lens 2 months, 18 days following the initial implant procedure. Additional information has been requested but is not available at the time of this report.